Event description:
Gel-e donut retrieved from clean room in unopened bag. Bag opened and noted to be damp. Black spot noted on bag that appears to look like mold. Mold like substance noted on back side of white label. Bag best used by date 2013/03/14. Donut and bag saved.